Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer noticed a leak in the system in the connector area at the end of the catheter. No adverse event alleged. A request was made for the return of the device.